Manufacturer narrative:
H.6. Investigation summary since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review could not be performed as lot number was unknown. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see section h.10.

Event description:
It was reported that unspecified bd¿ syringe leaked. This was discovered during use. The following information was provided by the initial reporter: material no.: unknown . Batch no.: unknown. It was reported there is leakage with the 1ml syringe. Verbatim: one ongoing issue over the last few months (minimum) is leaking with their 1ml and 3ml bd syringe infusions in the nicu. Nurses report that when they move the infusion to a medfusion pump the leaking does not occur. We have reported this to customer advocacy but have been unable to solve or identify the issue. Since this is not being solved via email can we please coordinate an on-site clinical resource asap to visit the team.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that unspecified bd¿ syringe leaked. This was discovered during use. The following information was provided by the initial reporter: material no.: unknown batch no.: unknown. It was reported there is leakage with the 1ml syringe. Verbatim: one ongoing issue over the last few months (minimum) is leaking with their 1ml and 3ml bd syringe infusions in the nicu. Nurses report that when they move the infusion to a medfusion pump the leaking does not occur. We have reported this to customer advocacy but have been unable to solve or identify the issue. Since this is not being solved via email can we please coordinate an on-site clinical resource asap to visit the team.